Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer. The investigation is currently ongoing. The device was used during the same procedure as MFR report #2032493-2017-00002.

Event description:
It was reported that an azur embolization coil appeared to "break" during the initial positioning attempt and completely unraveled during withdrawal from the microcatheter. The coil was removed in its entirety without further incident. The physician commented that he thought he may have pushed the coil too hard. There was no reported patient injury.